Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer initially called in and stated she received a meter bg now alarm she could not clear. During the call, the customer reported experiencing low blood glucose of 50 mg/dl. The customer treated with food and current blood glucose was 231 mg/dl. The customer was assisted with clearing the alarm. She declined troubleshooting for low blood glucose and was advised to monitor the insulin pump.